Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pegasus yel 24gax0.75in prn-capy non-pvc, the device experienced leakage. The following information was provided by the initial reporter. The customer stated: it occurs in urology when fluid leaks from the end of the tube during infusion.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation: yes. D10: returned to manufacturer on: 2021-12-24. H6: investigation summary: a device history review was conducted for lot number 1076586. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample was returned for evaluation and testing. Functional testing of the device found the leakage was located at small breach in the catheter tubing. Microscopic inspection of the wound was able to identify a 'v-shaped' wound, which is characteristic a needle pierce through. Evaluation of the manufacturing process allowed our engineers to determine that a needle pierce through sustained during manufacturing would prevent our process from completing manufacture of the device. Without additional information on the nature of use our engineers were not able to determine a root cause for this event.

Event description:
It was reported when using the bd pegasus yel 24gax0.75in prn-capy non-pvc, the device experienced leakage. The following information was provided by the initial reporter. The customer stated: it occurs in urology when fluid leaks from the end of the tube during infusion.